Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting it was discovered that the pump is functioning as intended. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus via pump to address bg level.